Manufacturer narrative:
The device was not returned for evaluation. A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Therefore, because the device malfunctioned and that malfunction resulted in a serious injury, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a dentist reported that a patient had been wearing three mtm aligners for about two months per aligner. Two months after placing aligner #4, during an appointment with the patient, the dentist noticed that tooth #26 appeared to have intruded. The dentist removed the "build up" (bump) for tooth #26 on aligner #4 in an attempt to have the tooth extrude by itself. The dentist had the patient wear aligner # 4 for about 4-5 weeks and after what was thought was slight improvement, gave the patient the final aligner. The patient returned to the dentist after three weeks and the dentist decided to put the patient back into a new aligner #4 and requested it be remade to allow extrusion. The dentist was advised extrusion/intrusion was outside the intended use of mtm.